Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for intractable lumbar pain in spine surgery. The consumer had indicated it had no effect and the device was explanted in 2016. There was not more than 50% in symptom reduction. It was unknown what troubleshooting was done to provide insight to the issue, and the cause of the event was unknown. No further complications were reported/anticipated.